Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set was leaked at the quick release (qr). It was confirmed that quick release (qr) tightly connected. The infusion set been in use a day and a half. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).